Event description:
It was reported by service report that the stair chair is broken. There was pt involvement; however, no adverse consequences are reported.

Manufacturer narrative:
Other: track support strut.